Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the fresenius cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique during the pd exchange.

Event description:
Received from voice of customer survey (voc): please select the main reasons that led you to discontinue peritoneal dialysis treatment at fresenius kidney care. I experienced a serious infection recently (peritonitis or catheter infection). During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated the patient had peritonitis (on an unknown date) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The nurse stated the peritonitis was not responsive to antibiotic therapy and as a result the pd catheter (not a fresenius product) was pulled, and the patient was transitioned to hemodialysis (date unknown). Patient recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse attributed the event to a breach in aseptic technique during the pd exchange. The nurse confirmed the patient did not have any adverse effects from use of fresenius products. Delflex strength unknown. No further information available.

Event description:
Received from voice of customer survey (voc): please select the main reasons that led you to discontinue peritoneal dialysis treatment at fresenius kidney care. I experienced a serious infection recently (peritonitis or catheter infection). During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated the patient had peritonitis (on an unknown date) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The nurse stated the peritonitis was not responsive to antibiotic therapy and as a result the pd catheter (not a fresenius product) was pulled, and the patient was transitioned to hemodialysis (date unknown). Patient recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse attributed the event to a breach in aseptic technique during the pd exchange. The nurse confirmed the patient did not have any adverse effects from use of fresenius products. Delflex strength unknown. No further information available.

Manufacturer narrative:
Correction: h6 (device component code).

Manufacturer narrative:
Additional information: g1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
Received from voice of customer survey (voc): please select the main reasons that led you to discontinue peritoneal dialysis treatment at fresenius kidney care. I experienced a serious infection recently (peritonitis or catheter infection). During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated the patient had peritonitis (on an unknown date) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The nurse stated the peritonitis was not responsive to antibiotic therapy and as a result the pd catheter (not a fresenius product) was pulled, and the patient was transitioned to hemodialysis (date unknown). Patient recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse attributed the event to a breach in aseptic technique during the pd exchange. The nurse confirmed the patient did not have any adverse effects from use of fresenius products. Delflex strength unknown. No further information available.